Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Later, healthcare professional reported small benign cysts which is not device related and lymphadenopathy. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.